Event description:
This incident was reported late to lifescan complaint handling by a field sales rep as a result of a misunderstanding between 2 individuals regarding who would report it. On 12/2000, a pt was seen in the ER at 1:30/p with symptoms of vomiting, sweating, dehydration and double vision. Pt had not eaten or taken insulin that morning. Their blood glucose on a data dock (ot ii hosp) was 376 mg/dl. A lab draw at 3:10/p was 808 mg/dl. Pt was treated and discharged 3 days later. Lifescan replaced the meter.